Event description:
During pt use, a 'backup battery failure' occurred. The ventilator was operating normally. However, the pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this event.

Manufacturer narrative:
Although requested, no pt info was provided.